Event description:
During unsuccessful attempt to flush hep-lock, IV was discontinued. Upon removal, cath tip noted to be jagged. X-rays revealed no foreign body. Cath tip returned to MFR for evaluation. No adverse outcome to pt.